Event description:
The customer reported that insulin from the bottom of the reservoir was leaking into the reservoir compartment. The blood glucose reading was 200mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed pre-fill reservoirs test. Reservoirs per inspection, found no physical or cosmetic anomalies during test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage anomaly were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.